Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery using an indigo system cat3 aspiration catheter (cat3). During the procedure, while attempting to cross a partially dissected superficial femoral artery (sfa), the physician experienced resistance and subsequently, the cat3 became kinked; therefore, it was removed. The procedure was completed using balloon catheters. It should be noted that there is no relationship between the cat3 and the sfa dissection. There was no report of an adverse effect to the patient.